Event description:
It was reported that the pump touch screen was unresponsive. Additional information was not provided. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.